Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that sensor came off of customer leaving the cannula still in the customer's body and was not able to extract it. Customer's blood glucose was unknown.